Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was not completely cutting. The customer did not see any physical damage or have any information on how or when the device failed. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was not performed since this investigation falls within the scope of limited investigation as the device functioned as intended and there were no faults found during initial inspection. Product review of the meshgraft ii on (B)(6) 2018 revealed that the reported event could not be reproduced. The device produced a passing sample mesh and was within calibration specifications. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the cutter and tightening the calibration to a tighter setting. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was not confirmed since the device functioned as intended during product review. The reported event was not confirmed since the device functioned as intended during initial inspection; hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was not completely cutting and there was no harm reported. No adverse events were reported as a result of this malfunction.